Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, partially explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 18-jul-2013, UDI#: (B)(4) ; product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. The pump was currently administering bupivacaine and morphine of unknown drug concentrations; the following medication information from a printout was provided: morphine 7.496 mcg/day and bupivacaine 3.748 mcg (therapy dates not specified). It was reported that the patient experienced intense pain in 2016 when the catheter was not working. It was further noted that they found out the pump was not working in 2016 and the catheter had to be replaced. The date (B)(6) 2016 is considered an approximate date of event (specific year known only). No further patient complications have been reported as a result of this event.